Manufacturer narrative:
Reporter is a synthes employee. Part # 03.620.061. Synthes lot # h500042-03. Supplier lot # h500042-03. Release to warehouse date: february 23, 2018. Supplier: avalign technologies-nemcomed. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 10nm torq limiting ratchet handl- 6mm hxc (p/n: 03.620.061, lot #: h500042-03) was returned and received at us customer cq. Upon visual inspection, slight discoloration was observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range of the device. The torque test failed low. Service and repair evaluation: during evaluation at service and repair, the 10nm torque limiting ratchet handle was found to have failed calibration. The repair technician reported the device failed torque testing. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Synthes loaner set product specific inspection and verification instructions. Ratcheting and torque limiting handle. Complaint confirmed? Yes, the device received failed low during torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 10nm torq limiting ratchet handl- 6mm hxc (p/n: 03.620.061, lot #: h500042-03). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation at service and repair, the 10nm torque limiting ratchet handle was found to have failed calibration. There was no patient involvement. This report involves 1 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).